Manufacturer narrative:
Device evaluation: one cadd cassette reservoir was returned for analysis in used condition. During the visual inspection, the cassette sample was disassembly. Functional testing included leak testing. A leak was detected in the top of the ay bag, the leak was located in the connection between ay bag and pump tube. Customer stated issue was confirmed was able to be duplicated. Problem source was identified as manufacturing.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd cassette is leaking at the time of filling. No adverse patient effects.